Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received. The implant date for the zxr00 (right eye) was (B)(6) 2016 and the explant date was (B)(6) 2017. It was replaced with a model zlb00 lens. No incision enlargement and no vitrectomy were performed. The patient is fine post-op. The following sections have been updated: required intervention to prevent permanent impairment/damage. If implanted; give date: (B)(6) 2016. If explanted; give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician that his patient experienced post op refraction following implant of a symfony lens in the right eye. The doctor attempted surface treatments for the patient; however, it was noted that the doctor did not expect the treatments to make any improvement. Further follow up was provided and the doctor indicated he would be explanting the lens and replacing it with a model zlb00 lens. Patient has a model zlb00 lens in her companion (left) eye and loves it. No further information was provided.